Event description:
A malfunction alarm was reported with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer experienced the same malfunction multiple times, and technical support arranged for the pump to be replaced. In the meantime, the customer chose to continue using the pump and was assisted with a reset by technical support.